Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had symptoms of their blood glucose levels as dry heaving /dehydrated. The customer treated with saline. Customer's current blood glucose value was 215 mg/dl and the blood glucose was 500 mg/dl at the time of incident. Customer stated having keypad issue that when pressing the down arrow button she can hear the click but no response and also stated bent cannula and a no delivery. Troubleshooting was performed. The customer was in emergency room and was hospitalized on (B)(6) 2017. The blood glucose value when admitted to hospital was over 500 mg/dl. The customer complained about hyperglycemia and dehydration heaving. The customer cause of hospitalization per healthcare professional's was dehydrations. Customer off the pump prior to hospitalization for was less than 48 hours. Drive support cap appears normal. Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer could not to perform the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the product was not returned for analysis.